Manufacturer narrative:
The customer removed the front vent from the instrument and wiped down the barcode reader and mirror. The barcode read as expected. A service called was performed. The mirror reflector was adjusted and the scanner was cleaned. Samples were run to verify functionality; the system is functioning as expected.

Event description:
Customer reported the abs2000 misread one sample barcode. No medical action was taken based on incorrect results.